Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher for device evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher six times. The last repair was february 19, 2016 where it was reported that the handle would not come off of the unit and the roller, worn bushings, worn side plates, and gears were replaced and the ratchet was repaired. This is not a related issue. The skin graft mesher was manufactured on october 7, 1998, and is over 17 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed nicks and scratches to the mesher handle. The latching pins engage as intended. However, the right latching pin was loose. The comb was bent on the right hand side. There was slight wear to the roller gear. The ratchet gear was dislodged from the ratchet and stuck on the roller shaft extension. The ratchet was of an older style. The test mesh using the customer's mesher and ratchet was unable to be performed due to the nature of the ratchet and comb. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the ratchet gear, worn bushings, worn side plates, roller comb, sliding pins and spring. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the ratchet gear was dislodged from the ratchet and stuck onto the roller shaft extension. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the ratchet gear was dislodged from the ratchet and stuck onto the roller shaft extension and the comb was bent on the right hand side. The IFU states that ¿if there is trouble with the insertion, verify that the correct ratchet handle is being used. If the correct ratchet handle is being used, then the roller extension end may be misaligned with the similarly shaped end of the ratchet handle. To facilitate alignment, grasp the knurled roller and keep it stationary, then turn the ratchet handle until the two shapes match and then push the ratchet on completely.¿ and ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the handle was discovered to be jammed prior to surgery. Initial inspection of the mesher revealed the comb was bent on the right hand side. No patient involvement. No adverse events have been reported as a result of the malfunction.